Manufacturer narrative:
(B)(4). Device evaluation:the lot history report review did not indicate any issues during the manufacture of this lot of device related to this complaint. A breach in the jacket may have exposed manufacturing materials.

Event description:
This procedure was to perform an atherectomy with a spectranetics turbo-power laser atherectomy catheter. While using the catheter the device stopped rotating and would not activate. The catheter was removed and a subsequent turbo-power was used to successful complete the procedure. Upon receipt of the catheter, evaluation indicates a potential breach in the sheath allowing escape of manufacturing materials. This report is being made based on the potential for exposure to manufacturing materials.

Manufacturer narrative:
This report was also filed for the potential of exposure to inadvertent laser energy.